Event description:
Medwatch report states: patient underwent a left total hip arthroplasty in 2008. Per the physician, the patient had increasing metal levels, with cobalt level up to 11. The patient had pain in the buttock region which had worsened over time. The patient was admitted for revision of the metal-metal implant. The patient underwent a left total hip arthroplasty revision. The findings were stable cup, multidirectional fine lines, acetabulum and femoral head component and bone loss with anterior wall pubic superior rami cyst. No procedural complications noted for patient. Patient was discharged to home.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.